Event description:
Device 3 of 4. Ref MFR report: 1627487-2013-04736. Ref MFR report: 1627487-2013-04737. Ref MFR report: 1627487-2013-04739. It was reported the pt had pain and tenderness above the lead incision site; the pain was near the area in which the anchors were implanted. It was reported the pt had some low impedances in the past, however, the sjm rep was able to reprogram around the contacts and stimulation coverage was provided. It was reported the pt had met with the physician and x-rays were to be taken.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.